Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges their machine is making their nose bleed. The patient also mentions that every time they bring their machine to their doctor, the doctor asks "for a card that is not in their machine but should be." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Attempts to have the device returned for evaluation and investigation were unsuccessful as the patient stated they "will not be returning anything." At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.